Event description:
The physician used a wilson-cook tracer metro wire guide in conjunction with a CT-25m spincterotome. The wire guide became stuck inside the spincterotome. When the devices were removed together, the tip of the wire guide had accordioned. No injury to the user was reported.